Manufacturer narrative:
Device location is unknown, customer has indicated that the device will not be returned. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a mara ablation procedure on (B)(6) 2024. Five weeks post procedure, the patient underwent a hysterectomy due to a significant uterine infection. Doctor unsure if the infection is related to the mara procedure. No additional information is available. . Ddk-16-050 mara probe (B)(4).

Manufacturer narrative:
Manufacturing record review: records for lot m-220729-06 (w/o (B)(4)) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the complaint data reveals one complaint involving a mara treatment. The patient suffered a burn and developed a vaginal infection diagnosed as bacterial vaginitis. However, in this case, no burns were reported. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Root cause: no definitive root cause for this issue could be reliably determined at this time, the product was not returned for evaluation and no further evidence to support the complaint condition was provided. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.